Event description:
The customer reported a pacer fail message on the extended self-test with associated 90007 error codes. There was no patient involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.